Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by a sales rep that, there was a protruding part like a wire on the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the name of the procedure? No further information is available. What was the procedure date? No further information is available. Could you please provide a photo of the needle: no photos are available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/17/2021. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, d9, h3, h4, h6. H3 investigational summary: one paper lid and a winding former with an undispensed strand double armed product code 8521 was returned to ethicon inc for analysis with the packaging opened. In order to evaluate the conditions of the returned sample, the winding former with the product was examined and no defects were detected. The swage and attachment area were of the two needles were noted to be as expected. The needles were intact and no damages, breakage on body, tip or swage area were observed during evaluation. A functional test was performed to the needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.